Manufacturer narrative:
Concomitant medical products: 250ml hospira bag ndc 0409-7983-02 lot 68-032-jt exp 1 aug 2018 0.9% nacl ; 50ml baxter bag paclitaxel protein-bound (abraxane), therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported while infusing abraxane (127 mg in 25.3ml/ 5mg/ml) at 50.6ml/hr the tubing separated from the texium valve at the component engagement on the primary set. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a separation at the engagement between the tubing and the texium valve was confirmed. Visual inspection showed that the majority of the area at the tubing end did not have any solvent; however there were some solvent remnants that indicated the tubing had been inserted to the proper depth. Functional testing was not performed due to the damage. The tubing end was measured and its outer diameter was within specification. The root cause was identified as insufficient solvent having been applied at the tubing engagement.